Event description:
The event involved a spinning spiros closed male luer, red cap, filter, 2 micron filter which was reported that the registered nurse hooked up a primary tubing line with a spiros and a filter to the patient. As normal saline began to run, the registered nurse noticed saline drops on his shirt. The registered nurse paused the pump and checked the connection. It was leaking where the spiros was connected to the end of the primary line. The customer then chatted with the nurse who submitted the rl. She stated that the leak occurred above the collar on the spiros. It was possibly from the tubing, not the spiros. The normal saline leaking did occur on a patient shirt, but it was only normal saline, not a hazardous drug. Of note, the nurse stated she noted no leaking when priming the line with gravity, and that the leaking occurred when it was pumped through the alaris pump. We did not apply a ca-1 clamp, as it seemed like the leaking was above where the clamp would go, and the spiros and tubing were solidly connected. The spinning collar did not drop down like it had with the other samples that were sent in for testing. There was no delay in therapy. However, switching out the tubing resulted in a minor delay. The patient¿s shirt became wet but subsequently dried. The patient was understanding of the delay and the time required to change the normal saline line. The leaking tubing was removed, and a new spiros and primary tubing were used for the patient. The disc-like filter leur¿d onto the spiros is bvi vistex. Sample photo was provided. There was patient involvement and no harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.